Event description:
During an angiography procedure, the guide wire was sheared by the needle. They removed the needle and the guide wire and proceeded with normal cannula to access the vein. There was nothing left in the pt. There was no harm or injury to the pt.

Manufacturer narrative:
Device eval: one unit was returned for eval. The core wire was broken an exposed . It did not appear that any of the guide wire was missing and the coil was not broken in two even though it was elongated. The root cause of the failure could not be determined. This failure is similar to other failures merit has investigated in which the guide wire was pulled back through the needle. The instructions for use cautions against attempting to retract the guide wire back through the needle as the guide wire can get caught by the needle tip, therefore damaging the guide wire. The device history record was reviewed with no anomalies found. The complaint data base was reviewed with no other complaints of this type for this lot. .